Event description:
It was reported that a motor stall and motor stall recovery occurred following an MRI. The healthcare provider (hcp) had difficulty performing telemetry. It was noted that the hcp was improperly using a magnet over the telemetry head of the synchromed ii pump. Also the patient was still near the MRI machine. The patient was moved and the hcp was sure not to use a magnet during telemetry. The telemetry issue was resolved. No patient symptoms were reported. The medication delivered by the device system was not provided.

Manufacturer narrative:
Concomitant product: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2007, product type catheter. (B)(4).